Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: blower defective. Correction: replaced defective component.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: te 244018 during ventilation. Detailed complaint and failure description: during spont ventilation device shows te 244018 & 231009 and enters ambient mode. The patient breathed spontaneously. No harm to patient.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: blower defective. Correction: replaced defective component. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h5, h11.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: te 244018 during ventilation. Detailed complaint and failure description: during spont ventilation device shows te 244018 & 231009 and enters ambient mode. The patient breathed spontaneously. No harm to patient.